Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections (mdi) as backup therapy and awaited a replacement pump with updated software.